Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 08 august 2024, it was reported by a sales representative via email that an ar-1927bct-475-1 corkscrew ft, bc, suturetape, 4.75mm was reported to have broken while being inserted. This occurred on (B)(6) 2024 in (B)(6) hospital during a rotator cuff repair. The case was completed successfully. The tapes were pulled out, broken pieces removed and replaced a peek 4.75 corkscrew there was case involvement.

Manufacturer narrative:
Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The method used to prepare the bone, as well as the bone quality encountered during the procedure, was not provided. The most likely cause can be attributed to misuse due to improper bone preparation; misaligned insertion, or prying/leveraging the screw during insertion.